Event description:
It was reported that an asymptomatic patient transmitted via merlin.net, post-sensed t-wave oversensing was observed. The device was reprogrammed and resolved the issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.